Manufacturer narrative:
On(B)(6) 2021, additional information about the patient and event were received. It was reported the patient was male. Patient¿s condition had improved. There¿s no report that prolonged hospitalization was required. No bwi product malfunctions nor error messages were reported. The physician is unsure about the cause of the adverse event and commented this was a cardiac resynchronization therapy (crt) patient, that the atria were hypertrophied and that they suspected inferior vena cava (ivc) dissection. They also commented the anatomy of the ivc was complicated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device e8248117 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and suffered cardiac tamponade requiring pericardiocentesis. After access soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was inserted and transseptal was performed (unknown device). Blood pressure dropped from 110mmhg of the time of admission to 40mmhg. Effusion was confirmed with intracardiac echo. The physician decided that ablation could not be continued and the procedure was terminated. Pericardiocentesis conducted. The drained blood was venous. The physician¿s commented this was a cardiac resynchronization therapy (crt) patient, that the atria were hypertrophied and that they suspected inferior vena cava (ivc) dissection. The soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter was not inserted into the left heart system, and beeat and sl lamp × 2 [unclear] were inside the heart in addition to soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter when cardiac tamponade occurred. The patient condition was unknown after the procedure, but it is now stable. Several devices were used that may have contributed to the event including the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and non-bwi devices. In light of that the event is conservatively reported under the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter.